Event description:
It was reported to philips that the system was unable to boot, stalling at 00:00. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. It was reported to philips that the system was unable to boot, stalling at 00:00. Upon troubleshooting, the philips remote service engineer (rse) checked the system remotely and the customer stated that they attempted to manually turn the computer on, but the issue remained. The rse requested onsite support. The philips field service engineer (fse) checked the system onsite and found that the flexvision pc did not power on with the system. On further troubleshooting, the fse found the issue was traced to the bios battery, which had failed and prevented the pc from powering on. To resolve the issue, the fse replaced the flexvision pc in accordance with the corrective maintenance manual, using the original hard drive and reloaded operating system, applications, and frame grabber firmware. After replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.